Manufacturer narrative:
Date sent to the FDA: 8/7/2024. Additional b5 narrative: it was reported that the patient experienced bulge. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted she used scissors to carefully take down multiple adhesions and used heavy scissors to resect the old mesh. Again the adhesions were extensive and the bowel was intimately associated with the old mesh with the old metal tacks being adherent to the bowel wall. Once the bowel had been adequately freed, there were still areas that were intimately connected with the old mesh. It was decided that those best be resected. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.